Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g4 [PMA/ 510(k)]. Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was implanted in a patient of unknown age and gender presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The surgical access site and relevant medical history were not reported. The patient was supported with the impella device for a total of 7 days; however, specific pump parameters and metrics during support were not provided. .per the reporting physician, there were no reported device-related issues or malfunctions associated with the impella 5.5 during the course of support. A decision was made to withdraw care and the patient expired. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying condition of sepsis in the setting of cardiogenic shock.